Event description:
A sewing ring wrench (serial number redacted) was being used to tighten during implant per manufacturer recommendation and broke, a second sewing ring wrench kit was opened (redacted), serial number redacted and worked appropriately. There was no known harm to the patient.